Manufacturer narrative:
(B)(4). Results: (endoleak). Results & conclusion: severely tortuous thoracic aorta).

Event description:
A talent captivia stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm one month ago. Aneurysm morphology was not reported. The vessel morphology at the time of implant and currently were reported as severe tortuosity in the thoracic aorta. It was reported that the initial stent graft was implanted just before a large turn/bend in the aorta. A CT demonstrated that there was a distal type I endoleak present. The physician implanted a (B)(4) distally and the type I endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.